Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels for the last three weeks between 18 and 27 mmol/l. Caller stated a loaner pump was used for two weeks; blood glucose level returned to normal. Caller alleges there has been some inaccurate insulin delivery. No adverse event reported. Requested return of the alleged device for evaluation.